Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from inside the clevis. The cable was fully broken and there was no evidence of discoloration or corrosion/contamination. Also, there were no sharp edges on the broken cable that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported during a da vinci-assisted procedure the small grasping retractor instrument had a broken cable. The procedure was completed with no reported patient injury.